Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.0 x 20 coyote es balloon catheter was advanced but failed to cross the lesion. Another 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.